Event description:
It was reported that a dexcom g7 continuous glucose sensor did not pair with the ilet pump or the dexcom app because the patient entered an incorrect sensor code; the agent identified the error, guided the patient to enter the correct code on the pump, and educated the patient on the pairing period. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education focused on sensor pairing and correct code entry. Investigation of this case revealed user error related to entering the wrong sensor code for the dexcom g7 sensor, which prevented pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error in sensor code entry.